Event description:
The patient reported experiencing a blood glucose level of 15 mmol/l (270.2 mg/dl). The report was originally reported for the patient being unsure the pod was delivering insulin. The device was returned; upon investigation it was found that the exposed portion of the soft cannula had two tears.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.